Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that, post-op, two set screws were loosen and rod went out of the screw head. The patient was operated for spinal arthrodesis in first quarter of 2015, surgeon inspected at control exam in (B)(6) 2015 failure of implants. No patient complications were reported.

Manufacturer narrative:
Additional information: x-ray analysis: post operative x-rays are provided. Levels implanted were t4-l3 with a hook screw construct for stabilization of a scoliotic deformity. There is an exaggerated lumbar lordosis and thoracic kyphosis. Fusion status and length of time from implant is unknown. Contributing factor may include improper rod containing or failure of fusion. Root cause indeterminate.